Manufacturer narrative:
(B)(4). Additional information: a sample was sent in for an evaluation. A visual inspection was performed that showed that the bag is stained with black letters. The defect was confirmed; however the cause of this condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a cystoflo set in which the roller clamp was not functional. This condition occurred during priming; therefore there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.